Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was not capturing. The patient reportedly experienced shortness of breath. The lead was subsequently repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that capture could not be confirmed on the right atrial (ra) lead. The patient reportedly experienced shortness of breath. The lead remains in use. No further patient complications have been reported as a result of this event.